Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their own system controller at home due to backup battery fault alarm. The patient denied any symptoms was feeling fine following exchange. The log files were submitted for review. It appeared that the log file captured backup battery faults on 08may2026. The system controller was replaced to resolve the issue.